Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a trocar leakage issue. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Three opened 23 gauge trocar assemblies were received in a tray for the report of trocar leaking. The returned samples were visually inspected. Sample 1 and sample 2 were found to be nonconforming for open septum; and sample 3 was found to be nonconforming of torn septum. Leak testing could not be performed due to the damage of the samples. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. The manufacturer internal reference number is: (B)(4).